Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter started leaking at the catheter port, which resolved in releasing dialysate, resulting in peritonitis. The catheter has been surgically removed, and prescribed antibiotics for the peritonitis and 6 weeks of dialysis. For the purpose of hemodialysis the physician made an add'l entrance in the stomach. When pt recovers from inflammation and the surgery, there will be a new catheter placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.